Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A battery depletion code and beeping tone were emitted. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A battery depletion code and beeping tone were emitted. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and a new s-ICD with the same model was implanted successfully. No additional adverse patient effects were reported.